Event description:
It was reported that a malfunction occurred on the pump after it got wet. There was no reported adverse impact to the customer's blood glucose level. Reportedly, the customer contacted the healthcare provider to obtain alternate insulin therapy.